Manufacturer narrative:
Correction: first notification date and reportable aware date in the initial report: should have been - (B)(6), 2018 - rather than - , 2018 -. Dr should have been blank as it was reported by the nurse company representative should not have been checked.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by clinician that the implantable cardioverter defibrillator exhibited far field r wave oversensing. The patient did not receive therapy. The oversensing was noted on a stored egm. No additional information was available.